Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Don't have a string or can't find it, retained- vagina [foreign body in reproductive tract] string in shambles, pulled apart [device breakage] cause was traced to manufacturing [manufacturing issue] case description: consumer reported via e-mail that tampon string were too short, or in shambles and pulled apart. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Don't have a string or can't find it, retained- vagina [foreign body in reproductive tract] string in shambles, pulled apart [device breakage]. Case description: consumer reported via e-mail that tampon string were too short, or in shambles and pulled apart. No serious injury reported.